Event description:
In 2008, baxter's home patient service representative (hpsr) contacted corporate product surveillance (ps) to report that a registered nurse (rn) stated there have been 12 reports of patient's getting sick during continuous cycling peritoneal dialysis (ccpd) and continuous ambulatory peritoneal dialysis (capd) at the same facility and she was asking about lot number information on the peritoneal dialysis solutions. The nurse stated that she had no allegation against the peritoneal dialysis solutions. On four days later, medical vigilance contacted the nurse from the facility who reported this patient had a catheter infection, fever, nausea and bacterial peritonitis sometime during the month prior to original month. The home patient (hp) experienced a break in aseptic technique described as "the patient's transfer set came out, fell in the dirt; he cleaned it with antiseptic and reconnected". This occurred 2 days after the patient's transfer set was changed. A culture was performed on the same unknown date in september, which was positive for staphylococcus aureus. The patient was treated with vancomycin. The event was ongoing but improved. On the end of that month, while still on the vancomycin, the patient experienced peritonitis manifested as abdominal pain, fever and nausea. The patient was treated with vancomycin and cefazolin. A peritoneal effluent culture was performed on that day, but results were not available per the rn. There was no known exit site or tunnel infection and the patient did not routinely re-use supplies. The outcome was ongoing but improved.